Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer stated she was once low blood glucose level was 35 mg/dl and treated by drinking juice and stated she was high blood glucose level was 595 mg/dl and treated by bolus using the pump. The customer was assisted with troubleshooting and declined for high and low blood glucose. Customer will be returned device for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.